Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient got a urinary tract infection (uti). The patient noted it was detected with blood and urine tests. The patient was redirected to follow up with the healthcare physician (hcp) to discuss symptoms. There were no further complications reported/anticipated.